Event description:
On 05/08/1997, the facility nurse informed the manufacturer's (MFR) clinical representative that the device was functioning well,they are able to drawback and infuse via the device; however, white clumps were noted in the blood when the device is aspirated. When a specimen was sent for analysis, these white clumps had disappeared, the lipids were normal, nothing unusual showed up in the analysis. The device was last x-rayed one (1) year ago to check device catheter tip position which was "ok". Because of this patient's rapid growth at this age, the MFR's clinical representative suggested that the catheter tip position be rechecked. If the device catheter tip is not proper position, a decision to explant the device should be made; however, that decision would be up to the physician. Additionally, the MFR's clinical representative informed the facility nurse that the white clumps may be sludge related to human factor concentrates. The facility nurse was to contact the MFR if the device was to be explanted and an explant would sent to the facility for return of the device for analysis to determine what the white clumps may be. No further details were provided at this time.

Manufacturer narrative:
On 6/23/97,a the facility nurse informed the MFR's representative that the physician had just returned from a conference and a decision will be made within the next two weeks to determine a date when the device would be explanted. On 7/2/97, the facility nurse stated that the pt's parents and physician have not met to make a decision concerning the explant date of the device and she did not know when they were going to met to make that decision. The facility nurse stated that she would notify the MFR when the explant date has been determined so that arrangements can be made to return the explanted device to the MFR for analysis. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event. Therefore, based on the info available and due to the unavailability of the device for analysis, no conclusion can be drawn as to the cause of this event. No further details are available. The MFR's investigation of this incident is inconclusive. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event; however, should the device and/or further info become available, the MFR will reopen it's investigation of this incident.